Event description:
Dealer called in and stated the end user is alleging the chair drives fine but the right brakes do not hold. Dealer stated there were no injuries nor any issues of abandonment associated with the incident.